Event description:
A missing high and low alarm issues with the freestyle libre 2 reader. A mother reported that her son¿s sensor did not alarm when his blood glucose was low. Consequently, the customer couldn't answer questions and experienced symptoms described as ¿speech was affected¿, twitching, disoriented, and a seizure. The customer was unable to self-treat, requiring third-party treatment of glucagon and the mother contacted a healthcare provider but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed, and all alarms presented were for glucose values below of the threshold range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high and low alarm issues with the freestyle libre 2 reader. A mother reported that her son¿s sensor did not alarm when his blood glucose was low. Consequently, the customer couldn't answer questions and experienced symptoms described as ¿speech was affected¿, twitching, disoriented, and a seizure. The customer was unable to self-treat, requiring third-party treatment of glucagon and the mother contacted a healthcare provider but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.